Event description:
It was reported that an insulin occlusion alert occurred on an ilet system, delivery stopped, and blood glucose rose; after guided troubleshooting with tubing disconnect and fill, drops were observed and delivery was resumed, and the user later identified a slightly lifted adhesive on the contact detach infusion set which could have contributed to the event. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a device problem characterized as lack of effect during the event and a device component noted as insufficient information regarding the specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.